Event description:
It was reported the ventricular plug was broken inside the epg (external pulse generator). The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the ventricular plug was broken inside the epg (external pulse generator). The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the upper and lower cases were broken, both bail covers were missing, the ring cover was missing, two case screws were missing, the ring cover screw was missing, the lead flex cover was contaminated, battery contacts were compressed, both bails were missing, the ring was missing, the battery drawer was broken, the keyboard was scratched, the main printed circuit board was out of specification and the serial number label was damaged. Further analysis was performed on the printed circuit board, and it was noted that a defective transistor prevented proper battery power steering. (B)(4).